Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err121". No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and failed. The log was downloaded and reviewed finding software errors related to the complaint. The reported event of an error icon display was confirmed during log review. The probable cause could not be determined. No injury or medical intervention was reported.